Event description:
On (B)(6) 2021 the patient received multiple shocks from their implantable cardioverter defibrillator (ICD). An electrocardiogram monitor showed recurrent episodes of ventricular tachycardia, the patient was transferred to the hospital from the rehabilitation facility. Then on (B)(6) 2021 the patient was admitted to the hospital and required arterial line insertion. After which the patient complained of pain and swelling over the insertion site, which was located on their right forearm. A hematoma was suspected and pressure was held over the site. The arrhythmia did not result in clinical compromise. The patient had arrhythmia and ICD insertion prior to left ventricular assist device implant. The ventricular tachycardia was sustained and the patient received amiodarone drops.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management,¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. A direct correlation between the reported events and the device could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was given blood products.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was admitted to the hospital for bleeding around their tracheostomy tube. A computed tomography (CT) scan was taken of the patient's chest and neck and no active hemorrhage, hematoma, or stenosis was seen. Hemolysis was also noted. There were no changes to patient treatment. The event status was considered ongoing at time of withdrawal and the patient was discharged.